Event description:
The manufacturer received information alleging a trilogy o2, japan device was inspected before shipping, and it failed the active circuit leak test and an error message 'circuit leak test failed, please check the connections' was displayed. The circuit and universal port block were replaced, and the error remained. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy o2, japan device at the manufacturer's service center, the customer's complaint was confirmed. The device failed an active exhalation test step during testing in addition to an error code 'fail in circuit leak test' was recorded in the device's event log. Since both the failure detected in the test and the error code indicated a failure in the exhalation valve, the device's active exhalation control module was replaced, and the device passed the circuit leak test. During further evaluation, a ventilator service required alarm sounded indicating a failure of the oxygen blending module. The oxygen blender board equipped with the oxygen sensor was replaced to address the issue. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.2.05.